Manufacturer narrative:
(B)(4). Batch # r4124a. Date of event is 2020. Event day and event month were not reported. Investigation summary: one box of unopened lt200 product was received for investigation. The box of lt200 complaint devices were received in cincinnati for engineering analysis. This complaint is suspect counterfeit product found at the account. The primary intent of the analysis was to examine the complaint product and determine if it was counterfeit product. The product was received in an lt200 box with the lot number r4124a. The devices underwent visual and material analysis during the investigation. During the investigation, the suspect product was compared to known authentic lt200 cartridges from lot number p4rj02. Upon inspection of the top view of the cartridges, it was found that there were two major differences between the suspect cartridges and the known good cartridges: the color of the plastic and the surface finish of the clips. The suspect product has an off-white colored plastic, whereas the known authentic cartridge has a pure white colored plastic. Also, the clips on the suspect cartridge have a rougher surface finish compared to the known authentic cartridge. Based on the analysis noted above, it can be concluded that the plastic components that make up the suspect cartridges were produced on a different tool than that of ethicon components. In addition, the material in those groups are different from that of ethicon components in color and chemical makeup. Finally, the clips from the suspect cartridges have a different surface finish and shape which may be a result of a different tool or process used to form the clips. Thus, it can be concluded that the suspect cartridges are counterfeit cartridges. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Additional information: photos were received for review. Upon visual inspection of eleven photos, the following was observed: the first photo shows an evidence control & chain of custody letter. The second photo shows a box from top view and appears to be unclean. The third photo shows a box with a redex label. The fourth photo shows one of the sides of the box from label symbols and european symbols were observed. The fifth photo shows one of the sides of the box from manufactured named and no defects could be observed. The sixth photo shows that the print of the artwork on the box was checked, compared to our system and the 6 phrases below the print of "ligature clip cartridge" on the box, no bold letter was observed as in our system. The seventh photo shows that the print of the artwork on the box was checked, compared to our system and some phrases below the print of "ligature clip cartridge:" on the box, no bold letter was observed as in our system. The eighth photo shows the label on the box of lot # r4124a, manufactured date: (B)(6) 2018 and exp. Date: 2023-09-30 and belong to product code lt200. The ninth photo shows an opened box and 34 reloads inside of its package. The tenth photo shows an opened box with several packages inside and the artwork print on the tyvek between them is different and some packages can be seen with dull print. The eleventh photo shows what appears to be the IFU. Based on the photo review, no conclusion could be reached as to what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. Please refer to the device analysis above for full analysis details and conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that suspect counterfeit ligaclip lt200 product was found at the account. Patient consequence was not reported.